Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is I, and their oral hygiene is noted as poor. The patient presented on (B)(6) 2023 for a primary procedure on tooth #19. During placement of the device, the provider was unable to achieve primary stability, and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.this complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
During device placement, the implant dropped. There was no allegation of patient harm or product malfunction. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6130164 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6130164 and found no additional product in stock. Investigation methods/results customer has not returned the reported device for review. However, the non-visual device investigation has been completed.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is I, and their oral hygiene is noted as poor. The patient presented on (B)(6) 2023 for a primary procedure on tooth #19. During placement of the device, the provider was unable to achieve primary stability, and the device was removed. Additional information received via questionnaire from provider: the implant was dropped during implant placement. There is no information that suggests a customer complaint, serious injury, or product malfunction occurred.